Event description:
The customer reported the system's left monitor intermittently failed to display images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.